Manufacturer narrative:
On (B)(4) 2014, cts [customer technical support] assisted the customer in troubleshooting over the phone and found the leak appeared to be coming from the rear of feed through fitting ff156 (vent line from the flowcell waste chamber vc26) and vc26 was full of fluid. Service was not dispatched for this event; the unit is maintained by the customer's bio med department. Specific cause of this event is unknown. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. Approximately 5cc of flowcell waste fluid leaked from the rear of the right side diluter panel of the instrument while running startup. The leak was not contained within the unit; fluid ran onto the counter underneath the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.